Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was shut down during a case. A field service engineer checked the station and found to be up and running. The solid-state drive was replaced, and a reimage was initiated. A blue screen occurred during the reimage process. The sata cable was then replaced, and a fresh reimage was started using a new solid-state drive. The reimage completed successfully with no further blue screens. Random access memory usage was checked and remained steady at 70% to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es got shutdown during a case in the or. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.